Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the unit did full-thickness graft instead of the expected partial-thickness graft, and the wound was sutured. Patient had a larger graft than intended. An additional graft was required during the procedure. It is unknown if there was a delay or harm to the operator. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.